Event description:
Protime inr 1.8 vs inr 2.9 in 08 from physicians unspecified system and unspecified lab instrument. Specific date not reported. Protime inr 2.1 vs physician inr 3.7 in 09. Patient no longer uses protime. No reports of adverse event, serious injury, or intervention.

Manufacturer narrative:
Manufacturer method, results, conclusion - manufacturer evaluation / investigation currently in process.